Manufacturer narrative:
Unit received with blank display. Problem isolated to electronic assembly. Unable to confirm sensor anomaly due to blank display.

Event description:
The customer reported via phone call that they had experienced the change sensor alarm numerous time. The customer¿s blood glucose was 140 mg/dl. The customer stated that they had experienced the change sensor numerous times and according to him he needs to have his transmitter replaced. The troubleshooting was offered but, the customer declined. The product will be returned for analysis.